Manufacturer narrative:
The customer¿s report of the tubing separated was confirmed. The separation was observed at the engagement between the upper fitment and the silicone segment tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A gouge/crush mark was observed on the upper fitment. Clear liquid observed throughout the set's tubing. No other abnormalities were observed on the set during visual inspection. Dimensional analysis of the upper fitment, retainer ring, and silicone segment observed all dimensions to be within specifications. Functional testing could not be performed due to the silicone segment separation. The retainer ring was received attached to the silicone segment tubing. Further visual inspection of the silicone segment observed retainer ring indentations, indicating that the ring had been assembled onto the set. The root cause could not be definitively determined.

Event description:
It was reported that during set-up for an infusion, the pump started "beeping" that it was occluded. The lines were checked to ensure nothing was "pinched" or "clamped" off. When the rn attempted to flush the PICC line through the (ns) normal saline bag hanging, it flushed with no difficulty. When restarting the pump, however; it was observed that the tubing separated. Although requested, there is no additional patient or event information available.

Manufacturer narrative:
Concomitant medical products: non-bd spike adapter; non-bd connector. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during set-up for an infusion, the pump started "beeping" that it was occluded. The lines were checked to ensure nothing was "pinched" or "clamped" off. When the nurse attempted to flush the PICC line through the normal saline bag hanging, it flushed with no difficulty. When restarting the pump again, however; it was observed that the tubing separated.